Event description:
While wearing the sound processor, the pt reportedly experienced intermittencies. The pt was seen for eval. External equipment was exchanged. However, the problem was not resolved. In 2005, the pt was seen by a co rep for device eval. Testing perfomred confirmed that the pt's c1 device was not functional.